Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt alleged she experienced overheating and overstimulation from her scs device, and the device would also turn off randomly. The pt stated her scs device was reprogrammed multiple times with no success. The pt had her scs system removed on (B)(6) 2013.